Event description:
The surgeon reported a capsular tear during hydrodissection. The pupil size had decreased when the surgeon was removing the capsule and he could not visualize the capsular tags. A capsular tear occurred at the same point where a tag had been. The tear extended to the posterior capsule and some vitreous fluid was lost. A vitrectomy was performed manually with a cannula and scissors. The surgeon implanted a multi-piece intraocular lens w/o incident and the pt is doing well.

Manufacturer narrative:
The device history records were reviewed and there were no unusual findings related to the reported issue. The surgeon though the cause of the capsular tear was related to the presence of capsulotomy tags and the inability to visualize the capsule margin due to pupil constriction. Poor visibility is a known risk factor for capsular tears. (B)(4).